Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy to address the issue and the elevated bg.